Event description:
Rptr writes, "I am writing because of the breast implant product. I think implants are failure products. A woman suffers too much. My left side has always been stuck to me and right now I have an infection on my left side, to under my left breast. I haven't been awarded anything, not a penny. I think I deserve the money. A MFR has awarded the ladies that have had problems with the implants. Breast implants are not good products, have suffered too much."